Manufacturer narrative:
The insulin pump alarmed button error and was followed by unresponsive buttons due to the corroded keypad traces. There were no frozen screens noted. The pump was received with a cracked case at the display window corners and a minor scratched lcd window.

Event description:
The customer reported that he had a button error alarm on the insulin pump. Customer stated that the message cleared every time he pushed the buttons, but it now goes to one screen and freezes. Customer's blood glucose was 105 mg/dl at the time of the incident. Customer stated that the pump is dry and has not been dropped. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.